Manufacturer narrative:
A steris service technician inspected the unit and found that the check valve in the chamber drain line required replacement. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that after a completed cycle an employee was opening, the chamber door and a large amount of steam had escaped. The employee sustained a small burn and went to the or pharmacy where silvadine cream was applied. The employee was then instructed to go to the ER; no further treatment was administered. No procedural delays/cancellations were reported.